Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 580 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and self tests, but the customer couldn't conduct the high pressure test. Advised the customer to call back at his convenience to conduct the high pressure test. Nothing further was reported.